Manufacturer narrative:
No report of pt involvement. The initial reporter is located outside the u.s., and therefore this info is not provided due to country privacy laws. The unit was not returned to the mfg site for investigation. An exact root cause cannot be determined without a sample.

Event description:
During testing of the unit, it was noted that the interlock system was not functional. There was no report of pt involvement.